Manufacturer narrative:
Title: comparison of the results of therapy for ct1 renal carcinoma with nephron-sparing surgery (nss) vs. Percutaneous thermal ablation (ta) source: journal of personalized medicine 2022, 12, 495. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a retrospective study from 2014 to 2017 compared the outcomes of 140 patients with renal carcinoma treated with either nephron-sparing surgery or radio frequency thermal ablation using the cool tip rfa system. 84 patients were treated with rfa with the following reported complications: one unspecified major complication (no other information provided in the article) and one death. The patient death was due to a thermal intestine injury followed by peritonitis.